Manufacturer narrative:
Based on the information obtained in this report of the incident, it may be that the incorrect instrument was chosen to perform this procedure. Electrical current to going through both forcep arms while this device is in use. This instrument also comes insulated which may have been a better choice for this procedure.

Event description:
Distributor reported via email on 13jul2017 that their customer reported verbally via telephone call on 27jun2017. During a back procedure the patient was burned just above the incision site. No further medical intervention/treatment was required. There were two occurrences at this facility using this device.